Manufacturer narrative:
B3 - date of event unknown. E3 - initial reporter occupation unknown. One pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history identified that the device was not in for repair in the last 12 months. Review of the event history log was not applicable. Functional testing could not confirm the customer reported problem. The investigation was not able to determine the cause of the reported issue. No further actions will be taken.

Event description:
It was reported that the device unloads fast. There was unknown patient involvement and unknown patient harm reported.